Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a large abdominal aortic aneurysm approximately 6.5 years ago. The aortic neck was severely angulated greater than 45 degrees. It is unknown whether the patient had regular follow-ups or if the patient was symptomatic at the time of the event. It was reported that the proximal aortic cuff separated from the bifurcated stent graft (MFR report # 2953200-2010-00114), resulting in a type iii endoleak. The physician elected to implant two aneurx cuffs to bridge the gap between the bifurcated stent graft and the cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Intervention required) - (type iii). Results of evaluation: endoleak, severely angulated aortic neck.